Manufacturer narrative:
The curved tip 30 stapler instrument has been evaluated further by the failure analysis engineering (fae) team. The instrument was installed on in-house system and system failed to recognize reload color and prompted manual selection of color. Inspection of the lower chassis reveals one pogo pin has become stuck and no longer protrudes from the socket. Msc logs confirm multiple reload recognition failures during the procedure that are likely due to the stuck pogo pin. Previous procedures with this instrument show no reload recognition failures, indicating the pogo pins were likely damaged prior to the last procedure. Regarding static roll motion, the instrument was re-installed multiple times in attempts to replicate the reported lack of roll motion. The instrument was able to successfully engage each time, and roll motion was present and intuitive. For further testing, an obstruction was placed between the roll input and mating sterile adapter input to increase the friction during engagement, however the instrument was able to engage, and motion was still intuitive on repeated attempts. On one install attempt, the main tube was firmly held at the hardstop position during the entire engagement sequence, and the obstruction was placed between the inputs. This time, the resulting motion was static roll motion. The roll axis was not engaged, however the other axes remained engaged. This allowed for movement of the jaws and opening of the grips, but the roll motion remained inactive. It appears the system is determining the roll axis to be engaged, when not actually physically engaged with the sterile adapter. This resulted in no roll motion. Main tube rotation off the system was smooth and no resistance was present. No corrosion was observed to the inputs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved tip 30 stapler to perform failure analysis. Fa was able to confirm the reported complaint. The instrument was found to have static imprecise roll motion. The instrument was placed and driven on an in-house system and passed the recognition, engagement tests, and initialization. This instrument¿s grip tips would not move in the roll direction at all (i.e. They were not following the mtm input commands when directing it in the roll motion). The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. A review of logs found no failures. .

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the curved tip 30 stapler was used for a surgical task and the surgeon experienced rotation issues and having no control over the instrument. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.